Event description:
It was reported, the rigid video laparoscope, had a green image and displayed communication error e104 code. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failures were not confirmed. The following reportable malfunction was identified during the device evaluation: fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, and since error code e104 and a green image were not confirmed during evaluation, the definitive root cause of the reported issues could not be determined. A definitive root cause could not be identified for the fiber bonding in the outer tube area (distal end) being damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid video laparoscope, had a green image and displayed communication error e104 code. There was no report of patient harm.